Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized for 4 to 5 days due to low blood glucose level on (B)(6) 2019 with blood glucose level was 2.2 mmol/l. Customer stated they were re designed insulin pump because of ring issue. The insulin pump will not be returned for analysis.